Event description:
The customer stated, that she was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported. The customer stated, that her current blood glucose levels are fine due to the insulin drip, but as soon as she is put back on the insulin pump, they go back up. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The customer was advised to try infusion sets with a shorter cannula, as she had mentioned that she lost weight and had experienced some bent cannulas.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.